Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep). It was stated that at this moment, they have not located the catheters for return for analysis.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6): product type catheter. Product ID 8784, serial# (B)(6): product type catheter. Product ID 8637-20, serial# (B)(6), implanted: (B)(6) 2025: product type pump. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 11-sep-2027, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 03-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that fluid leaked from the catheter connector, where the pump segment connected to the pump. It was further reported that a new catheter pump segment was opened to replace the old segment, and the new segment bubbled at the proximal end of the pump segment, closest to the pump, where the clear layer connects the pump connector to the catheter. The hcp tried pushing saline, and when doing so, the catheter bubbles under pressure. Additionally, another catheter was opened though this too, had concern with it. It was reported the connector did not leave a tight seal, because when the physician pushed saline, it 'lead to weeks of follow up'. No environmental, external, or patient factors were of note. The issue was resolved at the time of this report. Additional information was received from the manufacturer's representative (rep) 2025-nov-10. It was reported that the reason for surgery (B)(6) 2025 was that the pump was being replaced due to medical judgement, as the elective replacement indicator (eri) was (B)(6) 2026. It was clarified that the new catheter pump segment (8784) experienced the bubbling. It was reported that there was no suspected cause for the catheter segment that was bubbling. With regards to the new catheter segment (8780) that was not implanted, it was connected to the new pump and fluid was coming out from the catheter where it connects to the pump. To troubleshoot, they disconnected it from the new pump and tested the connection of the new catheter segment to the previous pump and that too, provided the same outcome. Where when attempting to flush the catheter with saline, fluid came from the catheter where it connects to the pump. A cause for the seal not being tight was not determined. This was at the sutureless connector where the catheter connects to the pump, not the catheter-to-catheter connection. The catheters will be returned for analysis.

Manufacturer narrative:
H3. Analysis of the 8780 catheter (B)(6) was completed and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak test. Analysis of the 8784 catheter (B)(6) was completed and identified a break in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep). It was stated the catheters were located and shipp ed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.